Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the following: -since the gripping part was closed and ultrasonic output was performed in a state where nothing was grasped between the gripping part and the probe tip (including after the tissue was cut), the tissue pad was worn, partially torn, and peeled off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device tissue pad broken, but no tissue fell out. The issue occurred during a therapeutic laparoscopic appendectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.